Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, dirty was on the objective lens which caused the image to be blurry, and tear inside of the channel were confirmed. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, visera cysto-nephro videoscope experienced tear inside the channel and blurry image due to dirty objective lens. There were no patient involvement.